Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed, and the device was removed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable issue of bands unable to deploy. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event), block e1 (initial reporter address, foreign state and zip/post code). Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and it was noted that only the handle assembly was returned and the ligator head was not with the device. The trip wire was secured and the slack was correctly taken up. The suture was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues problems with the device were noted. The reported event was not confirmed. Since the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed, and the device was removed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information received on january 10, 2022. Was reported that there was no difficulty upon setting up the device.